Event description:
Boston scientific neurovascular became aware that during an embolization procedure of a liver artery with the subject device, after several replacements the gdc 18-3d-shape synerg detection circuit detached preamturely - without any current applied. The position of the subject device was fine and the procedure was finished without any complications.

Manufacturer narrative:
The subject device is not available for a technical analysis. Add'l info rec'd through a co rep stated that: the subject device was used for a hepatic embolization. The subject device detached unexpectedly probably due to excessive force applied during attempts to reposition it. There has been no pt injury/risk of serious injury as a consequence of this event. The physician sometimes used gdc for hepatic embolization (bigger vessels). The subject device was not palced perfectly in the artery, so the physician retrieved it into the microcatheter and deployed it again - several times, until the main coil detached itself (may be as a result of excessive manuevering). The position of the main coil was fine and the physician was able to occlude the artery with some more coils. No current was applied, the subject device deployed through the excelsior 1018 microcatheter.